Event description:
A discordant, falsely low alkaline phosphatase (alp) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not released to the physician(s). The patient sample was repeated on the same instrument and resulted as expected. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low alp result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and found the reagent probes were not seated correctly and the hydraulic fittings were not connected properly on the reagent probes. Reagent probes were installed properly and alignments checked, and the instrument is operational. The cause of the discordant, falsely low alp result is improper seating of the reagent probes. The instrument is performing within specifications. No further evaluation of the device is required.